Manufacturer narrative:
As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to infection.

Manufacturer narrative:
Results of investigation: the devices, used in treatment, were not returned for evaluation. A clinical analysis indicated that the reported drainage, fever, chills, elevated crp and intraoperative findings of necrotic or infected appearing soft tissue may be consistent with infection; however, the root cause of the infection cannot be confirmed. The infection is highly likely of an exogenous nature and there is no evidence that our product contributed to the infection. The patient impact beyond infection, revision and expected transient post op convalescence period cannot be determined. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch numbers. A review of the sterilization records revealed these batches were sterilized within normal parameters. A review of the risk management file and instructions for use document for this failure mode was conducted. Infection is a complication associated with any surgery. Some potential probable causes could include contamination, patient reaction, a post-operative healing issue, overuse, traumatic injury, abnormal motion over time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that right hip revision surgery was performed due to indications of metal on metal failure, including elevated cobalt levels.